Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The remote service engineer (rse) checked the device remotely and confirmed that the fluoroscopy was not possible. Upon remote testing rse found that the ippc post failed. To resolve the issue rse instructed the customer to check the ippc indicator and start the ippc manually. After starting the device manually, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.